Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-mar-2026, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion was not retracting the needle properly, the needle would get stuck when releasing the handle. This was discovered during a procedure with no patient harm.